Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary one patient does not cross over after the upgrade to 1.11. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) spoke with the customer and advised having the electronic medical record (emr) system to resend the patient admission message. Customer acknowledged the recommendation and approved case completion. The system functioned as intended after the technical support specialist (tss) investigated the issue.